Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. Citation: eur j surg. 1995; 161: 655 661. (B)(4)

Event description:
It was reported in journal article title: mechanical factors influencing the incidence of burst abdomen authors: arthur h. P. Niggebrugge, bettina e. Hansen, j. Baptist trimbos, cornelis j.h. Van de velde, albert zwaveling citation: eur j surg. 1995; 161: 655 661. The objectives of this retrospective study was to compare laparotomy closure with interrupted vicryl sutures and continuous pds ii and assess the mechanical and other factors that influenced the incidence of burst abdomen. A total of 391 patients underwent midline laparotomy and were included in the study. Of which, 45 patients had a burst abdomen (vicryl sutures [n-32] and pds ii sutures [n-13]) which necessitates a second operation and 346 patients had no burst abdomen (vicryl sutures [n-204] and pds ii sutures [n-142]). In the burst abdomen group, other reported complications included wound hematoma (n-7), ileus (n-7), and wound infection (n-14). In the no burst group, reported complications included wound hematoma (n-7), ileus (n-13), and wound infection (n-33). It was reported that the cause of burst abdomen were due to torn tissue disruptions (vicryl suture 63% and pds ii 69%), broken suture (vicryl 37% and pds ii 15%), and slipped knot (pds ii 15 %). It was concluded that continuous, monofilament, absorbable suture should be used to close a laparotomy incision.